Event description:
It was reported that an infusor reservoir ruptured before patient therapy. The concomitant medical products are currently unknown. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). As no sample or lot number was available for evaluation, the customer's reported problem of a ruptured reservoir could not be confirmed and the root cause could not be determined. If additional relevant information becomes available, a follow-up MDR will be submitted.